Manufacturer narrative:
Device received with cracked lcd display window corners, cracked display window corner and cracked reservoir tube window corner noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened (no creased) dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had activate button was not pushing in fully and sometimes stick. The customer¿s blood glucose was unknown. Customer stated that they got a chip on the front screen and a crack on the plastic along where the reservoir was kept. Customer stated that insulin pump had crack from the top right corner screen up into the colored plastic. The device will not be returned for analysis.